Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: j0527867v, implanted: (B)(6) 2005, product type: lead. Product ID: 3998, lot#: j0527867v, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 24-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning a patient with implantable neurostimulator (ins) for arachnoiditis, multiple back operations, postlaminectomy pain, radicular pain syndrome (radiculopathies), and complex reg pain syndrome type I. It was reported that MRI compatibility guidelines were requested. It was reported that several events had occurred with patient in the past related to her ins system, specifically that patient had their lead moved at some point, that ins system stopped working for her so patient had the ins removed, and that patient subsequently had a drug pump implanted. No patient symptoms were reported. No further complications were reported/anticipated.